Event description:
Customer reports 5 incidents in a 4-5 week period in which the nurses went to change the volume after a kvo alert and they changed the rate instead during infusions of tpn in the ICU nursery, causing the pumps to significantly overinfuse. The pts were given extra fluids to prevent dehydration. No pt injury resulted.

Event description:
Customer reports 5 incidents in a 4-5 week period in which the nurses went to change the volume after a keep vein open alert and they changed the rate instead during infusions of tpn in the ICU nursery, causing the pumps to significantly overinfuse. The pts were given extra fluids to prevent dehydration. No pt injury resulted.